Manufacturer narrative:
Additional information on 5/21/2019 indicated that patient underwent bilateral removal and replacement with mentor smooth walled saline implants. This report is for the left implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old african american female patient underwent a primary breast augmentation with mentor memorygel breast implant 550cc silicone breast implants which bilaterally ruptured after implantation. MRI examination confirmed rupture on both implants. As a result patient had the devices removed on (B)(6) 2019. This report is for the left side.

Manufacturer narrative:
Complaint evaluation completed on 6/19/2019; during analysis of the sample it was observed to be ruptured. It was received in two pieces. Microscopic examination was performed. No evidence of instrument damage was observed. No other anomalies were observed. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).